Event description:
At 1 month from the primary, the patient came in due to signs of an infection and the pathogen is unknown. The surgeon performed a washout and revised the head and liner. The surgery was completed successfully.

Manufacturer narrative:
Batch review performed on 15 march 2024. Lot 2339390: (B)(4) items manufactured and released on 22-nov-2023. Expiration date: 2028-11-04. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Additional component involved: liner: mpact 01.32.4048hct flat pe hc liner ø40/f (k122641) lot 2309713: (B)(4) items manufactured and released on 17-jul-2023. Expiration date: 2028-07-03. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review.